Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient developed a severe systemic inflammatory response syndrome (sirs) which could not be handled and was followed by a fast progressive multisystem organ failure which was related to the outcome at least. No device related issues were mentioned. The pump was running as expected. The outcome was not device related. An autopsy would not be performed. The pump was not explanted. The root cause was unknown as it was defined in sirs.

Manufacturer narrative:
Section e: reporter information corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was further communicated that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.